Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a stat infusion of fentanyl (2000 mcg/100ml) was programmed manually using guardrails at the rate of 1.25ml/hr (25mcg/hr) with a volume to be infused (vtbi) of 80 ml at 0900. It was reported the infusion infused 80ml in four hours. The patient was on a mechanical ventilator and was stable. There was patient involvement but not harm.